Event description:
It was further reported that the product problem was observed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated reflect code 4582. H10: device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem (leaking from the block assembly) was confirmed during functional testing. The problem source of this malfunction was unknown. A root cause was not established.

Manufacturer narrative:
One level 1 hotline low flow system was received with wear and tear damage on the enclosure, front cover, line cord, and water tank cover. The reservoir was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on to perform a safety/electrical test. The reported issue was able to be confirmed. The device was leaking from the 390 block. The cause of the issue was unable to be determined. No action was taken to repair the device due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking from the block assembly. There was no reported adverse event.